Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pvi pouch was found to be empty. Additional information was received from the international business center via email on 10apr2019, that the pvi pouch was sealed and completely empty.

Event description:
It was reported that the pvi pouch was found to be empty. Additional information was received from the international business center via email on 10apr2019, that the pvi pouch was sealed and completely empty.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed a tear with no gel inside the sachet. Based on evaluation, the exact time of how and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicablepatients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"